Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during discectomy at l5/s1, at cage insertion phase, the cage broke and fragments remained in the patient. During insertion o the cage, there was a noted loss of resistance to hammering, no difficulty was previously noted. During removal, the age broke into pieces and remained in the space. By use of scope and tweezers, there was successful retrieval of some pieces of the cage. The use of tomography indicated that a fragment of the cage was in the retroperitoneal of the patient, in the left side of the pedicle cortical line. Additional attempts to remove this fragment were made using scope, however, were not successful. The physician opted to leave the fragment in its position, due to risk of retroperitoneal lesion. The surgeon will evaluate for necessity of removal by different approach.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. Panasonic dmc tz8 digital camera. We made a visual and microscopic investigation of the fracture parts, especially of the fracture surfaces. There are no blowholes or similar visible. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the fracture surfaces exhibiting no blowholes or other mechanical predamages, which were hints for a manufacturing error. A material or manufacturing error can be excluded. No CAPA is necessary.